Event description:
The customer states that a patient sample was processed using a cell-dyn ruby analyzer for cbc analysis in closed mode of operation. The barcode of the sample tube was not read, therefore the operator manually entered the ID. The same tube with sample was then used to run a retic count in open mode of operation. The operator scanned the barcode and the barcode displayed correctly but the patient demographic was for a different patient that had a sample. The test results were incorrectly assigned to this patient demographic (patient name and patient identification number). No adverse outcome was reported for this issue.

Manufacturer narrative:
Sample ID mismatched to patient demographic information and test results. Other - investigation in process, no method, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Investigation summary: investigation determined the issue was attributed to an inadequate software requirement for the correct outcome of manually changing the specimen ID entry when there is a match to associated demographics/support data. The inadequacy of this requirement is due to the narrowness of its scope, that is, it specifies only one (1) way to change the specimen ID typing characters in the field. The software implementation is in agreement with this narrow requirement; however, the customer used a different, but valid, way of editing the specimen ID field, which led to an incorrect outcome. The cell-dyn ruby system operator's manual has adequate instructions for performing edit activities and creating new orders. Corrective actions are currently being implemented in order to prevent recurrence of the issue.

Manufacturer narrative:
(B)(4). Investigation summary: additional data logs, zip, and pdf files were submitted for investigation. The information for the detailed sequence of events that led to the reported incident was requested, but the customer was unable to remember the details and stated that when retic tests are run, the sample barcode label is scanned and the test is run. The data log and the laboratory interface system (lis) log were submitted for analysis and concluded the following: a retic test for specimen ID (B)(4) had the wrong demographics on the cell-dyn ruby and transmitted to the di system. There was no retic test order for specimen ID (B)(4) on the cell-dyn ruby and it is most likely because the lis order combined the retic and cbc parameters in one order and it was not separated into two (2) orders by the data innovation (di) system. The software version of this cell-dyn ruby instrument is v1.0ml and not v2.0ml. Both versions have the same host interface, though there is one additional feature in the v2.0ml, which could not be an issue in this problem. The customer is not on the current version of the di system and the clock times are not well synchronized between the cell-dyn ruby instrument, the di, and lis. Both runs for retic for specimen ID (B)(4) and specimen ID (B)(4) were run a couple of minutes apart and there was no retic order on the cell-dyn ruby for specimen ID (B)(4) and the customer knew to run retic because of an order on paper. The scenario can be created on v1.0ml, the software version where the order is mismatched. The only way in re-creating the reported incident was to manually enter the demographics; however, the customer stated that demographics are not entered manually. The cell-dyn ruby communication trace was submitted for investigation and concluded the following: the lis download text file showed that a cbc and retic were ordered for specimen ID (B)(4) in the lis and was received into the instrument manager (im). The cell-dyn ruby communication trace showed an order for a cbc test and the cbc test results; however, there is no download im to the cell-dyn ruby for the retic test order. The retic test orders associated with the cbc orders are being lost, and are not appearing on the cell-dyn ruby orders database. There is no query from the cell-dyn ruby to the im, only a download for cbc and retic. The data seem to show that when the cbc was run, the demographics downloaded earlier were not populated in the results (test sequence (B)(4), in which the customer manually entered the specimen ID into the instrument when running the cbc). The cell-dyn ruby event logs and datalog showed manual entries of patient demographics in the open tube sample runs. The di release of the cell-dyn ruby driver is v8.00.003; however, the customer is using cell-dyn ruby driver v8.300.001. It is recommended for the driver to be updated to v8.00.003. It is recommended that the cell-dyn ruby software be upgraded to v2.0ml and the di driver to v8.00.003. Have the lis send an order message containing only one test per sample because in the customer's current laboratory configuration, the retic test request is not being passed to the cell-dyn ruby; therefore, it does not appear on the pending list on the instrument. Request to di asia to determine why the cell-dyn ruby driver is not breaking up an order message containing multiple tests in the appropriate format. Follow good laboratory practice for ensuring positive ID when editing/entering specimen ID and demographic information. The cell-dyn ruby system operator's manual, addresses the issue. A review of complaint records did not find an adverse trend on list base (B)(4) for the complaint issue. Based on this investigation, it is concluded that the cell-dyn ruby analyzer, l/n 08h67-01, was performing as designed. A product deficiency related to the complaint issue was not identified. This is the final report.

Manufacturer narrative:
(B)(4). Under certain conditions, the software fails to clear the demographics field in the next open tube entry (detailed) window. A product deficiency was identified for the cell-dyn ruby, l/n 08h67-01, for the complaint issue. The corrected software versions are as follows: the data innovation's (di) release of the cell-dyn ruby driver is v8.00.0003; however, the customer is using driver v8.300.0001. There is a recommendation for the driver to be updated to v8.00.0003. The investigation into the reported event by a subject matter expert confirmed the customer's concern. The investigation showed that a specific sequence of events and keystrokes must occur to reproduce the issue. In open mode, the customer enters the specimen ID of an order that existed in the order log; this activity will results in a matched message to appear on the user interface (ui) screen. The customer then decides not to run the matched specimen and run testing on a new specimen that is not in the order log instead. The customer performs a manual entry/edit in the specimen ID field (of a matched order) with a new specimen ID through highlighting and delete <del>, or backspacing <backspace> key strokes; this activity results a no matched message on system messages ui; this activity will not prevent customer from continuing running the specimen test; previously populated patient demographics information remained in the note (next open tube entry) field. Consequently, test results from step #3 being associated with the new entered specimen ID. The two main keystrokes that may lead to the specimen ID mismatch are: highlighting the entered specimen ID. And deleting or backspacing to remove the highlighted specimen ID. Highlighting without using the delete or backspace keys will not create this issue. It was concluded that the mismatched ID is caused by leftover data from a previous specimen ID that was not removed when the specimen ID was removed in the manner described above. The cell-dyn ruby swrs ((B)(4)) version 2.4 software specifications indicates that the behavior of the software in the incident is indirectly stated in the software specification/description in (B)(4). The software requirements specification document did not specify the exact software behavior seen in the complaint text; however, the expected behavior of the software is to clear all other demographics/support fields in the next open tube entry (detailed) when there is no match found in the pending order log for the specimen ID entered. The software only fails to clear the demographics in a specific sequence of events and conditions. This is the final report.